Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The catheter has been broken. Rep was in the intervention and she has seen everything "as per complaint form": there was a ercp for a biliary stenosis, suspected of neoplasia. They use a duodenoscope olympus, so they cannulate the bile duct with a acrobat 2 wire guide and sphincterotome of boston, then do the sphincterotomy and contrast the bile duct, they proceed as a normal ercp. During the cholangiography the stenosis is shown in the nearly part of the papilla, it was a short stenosis, so they decided to implant a full cover 6 cm evolution metal stent. They pass thru the duodenoscopy channel and introduce it inside de bile duct without problems. When they had the radiopaque marks were they want and at the same time they saw the yellow endoscopy marker outside the papilla they proceed to deploy it. The nurse describe to me they feel the deploy system very hard and need to do a lot of force to deploy it. At the same time we are seeing the yellow endoscopy mark, they try to see the deployment with fluoroscopy but they didn´t saw it, as the bile duct was completely full of contrast. When they arrive to the non return mark they continue deploy the stent because the yellow mark is in well position. Finally when the red pilot of the deploy system was arriving at the end of the device and the stent in normal conditions must to see it completely deploy, the reality were, the stent remain inside the flexor catheter and the part of the catheter involving the yellow mark appears is damage. So they comported with fluoroscopy the stent remain completely inside the catheter and remove it of the bile duct. As the stent didn´t deploy these part was very soft and no injure the patient. They remove the stent of the duodenoscope and finally the procedure with other full cover stent.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the evo-fc-10-11-6-b device of lot number c1598075 involved in this complaint was returned for evaluation, with open original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 11th july 2019. Flexor was observed broken distally to the yellow marker. Following the laboratory evaluation additional information was requested to aid with investigation: "when they began to deploy the stent in order to help the positioning the stent the elevator was a little actioned. Then, the nurse said she need to did a lot of force for squeeze the deploy system, so the doctor get down completely the elevator for the rest of the deployment. At the end, when they arrived to the point of no return, they retrieve the stylet of the system and continue squeeze the deploy system until we saw in the endoscopy screen the flexor catheter suddenly brokes." Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1598075 did not reveal any discrepancies that could have contributed to this issue. An nonconformance code (flexor bunching/broken) was noted on the work order, however this was subsequently scrapped and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #c1598075; upon review of complaints this failure mode has not occurred previously with this lot #c1598075. The instructions for use ifu0062-5 which accompanies this device instructs the user to "under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the position of the elevator. As noted in the additional information received, the position of the elevator was between open and closed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The catheter has been broken. Rep was in the intervention and she has seen everything "as per complaint form": there was a ercp for a biliary stenosis, suspected of neoplasia. They use a duodenoscope olympus, so they cannulate the bile duct with a acrobat 2 wire guide and sphincterotome of boston, then do the sphiterotomy and contrast the bile duct, they proceed as a normal ercp. During the colangiography the stenosis is shown in the nearly part of the papilla, it was a short stenosis, so they decided to implant a full cover 6 cm evolution metal stent. They pass thru the duodenoscopy channel and introduce it inside de bile duct without problems. When they had the radiopaque marks were they want and at the same time they saw the yellow endoscopy marker outside the papilla they proceed to deploy it. The nurse describe to me they feel the deploy system very hard and need to do a lot of force to deploy it. At the same time we are seeing the yellow endoscopy mark, they try to see the deployment with fluoroscopy but they didn´t saw it, as the bile duct was completely full of contrast. When they arrive to the non return mark they continue deploy the stent because the yellow mark is in well position. Finally when the red pilot of the deploy system was arriving at the end of the device and the stent in normal conditions must to see it completely deploy, the reality were, the stent remain inside the flexor catheter and the part of the catheter envolving the yellow mark appearly is damage. So they comproved with fluoroscopy the stent remain completly inside the catheter and remove it of the bile duct. As the stent didn´t deploy these part was very soft and no injure the patient. They remove the stent of the duodenoscope and finally the procedure with other full cover stent.